Manufacturer narrative:
This report is being updated to provide investigation results. A device history record (DHR review conducted since the lot number was not provided, however the manufacturing site conducts inspections to ensure product functions, and only those that pass the inspection are shipped. Conclusion: from the information reported, it is presumed that the cause was not due to a product defect, but the definitive cause could not be identified.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for physical evaluation. The cause of the customer's experience can not be conclusively determined at this time. Additional details regarding the patients and events have been requested from the customer. At the time additional relevant details have been provided, this report will be updated accordingly.

Event description:
It is reported in the literature article titled "cap-assisted endoscopic mucosal resection is highly effective for nonpedunculated colorectal lesions" that 13 patients experienced adverse events (ae) during or following procedures using an olympus disposable electrosurgical snare. Aes experienced were as follows: bowel perforation (n-5), intraprocedural bleeding (n-5), and delayed bleeding (n-3).